Manufacturer narrative:
A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 62-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities included cardiomyopathy, and the clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During ongoing impella 5.5 support, a stable hematoma was noted at the pocket site of the axillary graft. The treating physician assessed that the bleeding was likely related to patient-specific coagulation abnormalities in the setting of liver dysfunction rather than device placement. The patient received one unit of plasma for management of coagulation status, and no packed red blood cells were administered. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate at the time of the event. The impella 5.5 remained in place and continued to provide support at the time of reporting.

Manufacturer narrative:
B5. Additional event description added. H6. Health effect - clinical code and medical device problem code added based on updated information.

Event description:
Additional information received indicated that the patient was experiencing high purge pressure and purge pressure blocked alarms, for which tissue plasminogen activator (tpa) was being administered through the purge system as ongoing treatment. At the time of reporting, the clinical team was monitoring and would evaluate if there is a need for potential pump replacement.

Manufacturer narrative:
Additional information was provided which states that the patient survived post-explant.